Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a spontaneous report by a nurse of peritonitis in a patient coincident with dianeal ultrabag therapy for peritoneal dialysis (pd). It was not reported if dianeal therapy was ongoing. On (B)(6) 2012, the nurse reported that on the previous thursday ((B)(6) 2012) the patient had pierced the hanging hole for his ultrabag with scissors. The previous friday ((B)(6) 2012) at 3am the patient had woken up with peritonitis. It was not reported if the patient was hospitalized and it was not reported if a peritoneal effluent culture was performed. On an unreported date, the patient received unspecified antibiotics intraperitoneally (ip). The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.